Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter broke. The following information was provided by the initial reporter: during use, vialon tube broke.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed catheter from a 24ga x 0.75in. Insyte autoguard unit with an extension provided. A lot number was not provided. A leak test was performed on the catheter with and without it connected to the extension. A leak was detected on the catheter tubing right above the nose of the adapter. Your reported issue was confirmed. This may occur during manufacturing while the adapter is loaded onto the grip assembly and the adapter is placed to pre-seat tooling. Incorrect equipment settings may cause the catheter to get damaged or the needle to spear through the catheter tubing. A 100% vision system, challenge sample, and visual inspections per quality control plans are in place to mitigate the occurrence of this defect. Another possibility is that this occurred during use if the needle is advanced at the wrong angle or if the needle is moved up and down the catheter tubing while the tubing is in the vein. Since the unit was used and there are multiple cuts, this likely occurred during use.

Event description:
No additional information.